Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they get almost like a twing of an "electrical shock in the front area". Patient said the sensation is not positional and the duration is short. They said the sensation has been on and off for the last 2 years. Agent did not ask about the circumstances that led to the reported issue. Agent reviewed option to turn stim off and see if the sensation stops.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had gone through airport security and problems began. The patient set up an x-ray of pelvic to rule out lead placement. The x-ray came back fine - wires attached. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 (B)(6) (con): information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they get almost like a twing of an "electrical shock in the front area". Patient said the sensation is not positional and the duration is short. They said the sensation has been on and off for the last 2 years. Agent did not ask about the circumstances that led to the reported issue. Agent reviewed option to turn stim off and see if the sensation stops. (B)(6) 2023 patltr (con): additional information was received from the patient. It was reported that the patient had gone through airport security and problems began. The patient set up an x-ray of pelvic to rule out lead placement. The x-ray came back fine - wires attached. The issue was not yet resolved. (B)(6) 2023 (B)(6) (con): patient called back and repeated same issue of unexpected stimulation, electrical shocks as listed previously reported and documented (see below). Patient said that this incidents used to occur every 1-3 months however now they are occurring more frequently and lasting longer. When asked, patient stated hasn't had any falls or trauma. Patient thinks this might have started when patient was wanded by airport security in january. When asked, patient doesn't recall any pattern to this incidents and said that they don't make adjustments themselves, the hcp staff at clinic, sarah performs the adjustments. Patient said hasn't felt these electrical shocks in 4 days. Patient was directed to monitor and track each incident tracking patient's body posture, and activity at the time. Also reviewed option to consider is to turn stimulation off for a period of time and monitor and track and incidents. Patient was directed to provide update to hcp and schedule an appointment to run some diagnostics. Patient said does have an upcoming appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.